Event description:
The customer was obtaining erratic blood glucose results on the device. They also took insulin. The device read 114 mg/dl and they went into convulsions. Their spouse used the device on them and obtained a reading of 78 mg/dl. Emts were called and when they arrived they checked their glucose and the level was 7 mg/dl. They were treated with an IV. Level 1 control was in range on the system. The deivce was replaced and authorized for return to be evaluated.